Event description:
It was reported that patient's original implantable neurostimulator (ins) had to be "redone." It was stated that "the ins turned 90 degrees and had moved in." The lead was moved somewhat. Patient's falls were suspected, however it was unknown when the patient fell/lost her balance. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v153771, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).